Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020 during the index procedure, a zdeg-pt-32-202-pf (lot# e3954754) was implanted without difficulty. The reported degree of oversizing was 10%. A molding balloon was not used during the procedure and no other devices were placed. Primary indication for implant was an aortic dissection. The primary tear was distal to the left subclavian artery. The proximal location of the dissection was within the left subclavian artery and the distal location was the infrarenal aorta. The proximal seal zone had mild tortuosity and moderate calcification with no occlusive disease or thrombus. The device was implanted below the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2020. A (B)(6) 2020 CT revealed the device was patent and without device integrity issues. On (B)(6) 2021 (56 days post-procedure) a follow-up CT revealed the device was patent with no migration or device integrity issues. A pseudoaneurysm at the distal landing zone. No treatment has been reported at this time. The clinical study site reports the pseudoaneurysm is ¿due to the implantation of the study device¿ and also reports that ¿abdominal wall abnormalities¿ may have caused or contributed to the event. The site responded ¿no¿ to the question ¿did the event occur due to a device deficiency¿. Patient outcome: no intervention has been planned. The patient remains in the study.